Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) system implant. During the procedure, it was found that the lead pins could not be fully inserted into the ICD header. The procedure was completed using an alternate ICD on (B)(6) 2021. There were no patient consequences.